Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had excessive bleeding that required intervention. On 04-aug-2022, intuitive surgical, inc. (Isi) followed up with the endoluminal sales representative (esr) and obtained additional information regarding the reported event. Per the esr, the source of the bleeding was an unspecified pulmonary vessel. On 11-aug-2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the physician indicated that it is possible that the ion system contributed to the event. The physician explained that the radial probe was close to a large vessel and that is what probably caused the bleeding. The patients bleeding was self-limited and there was really no harm to the patient. No delays in the procedure were reported; however, there was excessive blood in the tracheal bronchial tree after the procedure was completed. The patient¿s blood loss was 100cc. No blood transfusion was administered. The physician reported that the patient was hospitalized for observation for one day for relative hypoxia symptoms. The patient was discharged home.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. As of (B)(6) 022, a review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding in the tracheobronchial tree. Although the blood loss was 100cc and no blood transfusions were administered, the patient experienced unspecified symptoms of hypoxia and was hospitalized for observation for one day. The patient was discharged home. The cause of the intra-procedural complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.